Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 25-may-2024, it was reported that the one infusion set was fell off during use. The blood glucose level was high due to correction bolus via pump and infusion set is long for 1 day. No further information available.